Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Scrub noticed broken screw in top of cutting block before case started.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: conclusion and justification status for MDR: examination of the submitted device confirmed the screw components are missing. In (B)(6) 2012, via eco (B)(4), the screw head radius was increased to strengthen the screw head from breakage. Description of change: on drawing 217802269 1. Change radius from 0.25 to 0.50 on the underside of the screw head. The current complaint sample device was manufactured prior to the eco (B)(4) change. A search of the complaint database did not find any reports against product code 950502093 sigma hp ant 1st ledge sz 2.5-3 or the 95050209x sigma hp ant 1st ledge product family group since the implementation of eco (B)(4). No further corrective action required. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.